Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead's rate/sense portion was surgically abandoned for an unknown product performance issue. The lead's defibrillation coils remains active. A new rv lead for rate/sense was implanted. No additional adverse patient effects were reported.